Manufacturer narrative:
Customer returned device for an alleged software error alarm during basal found on november 03, 2021. The pump passed the self test and displacement test. The device was programmed with basal rates programmed of 1.0u. The device was monitored for several days and all basal rates registered properly in the device history summary noted. No unexpected software error alarm during basal delivery noted. Successfully downloaded history files and traces using thump. Software error alarm was recorded and found in the formatted history file on 11/03/2021 11:10:12.000, 11/03/2021 11:26:28.000 and 11/03/2021 16:23:27.000. Software error alarm (line number 1216 file number 709), suspected hardware issue as per global logic analysis (esf# 3764385). Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Device error alarm was confirmed. Software error alarm, suspected hardware issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed software error detected repeatedly. Customer reported they were able to rewind and fill cannula test succeeded. Insulin pump now keeps continually asking to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.